Event description:
It was reported that when using the bd pyxis¿ es server, all the stations located in (B)(6) were not connected to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed with the customer that the issue occurred due to network maintenance activities at their site, verified that the system was functioning normally, and the customer confirmed resolution and agreed to close the case. The system functioned as intended after the issue was resolved.